Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 110-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 125 and 121 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history (date / time not set): a 150mg/dl, (B)(6)2015 06:58:00 am, fasting:yes. A 96mg/dl, (B)(6)2015 06:25:00 am, fasting:yes. A 97mg/dl, (B)(6)2015 11:52:00 am, fasting:yes. A 110mg/dl, (B)(6)2015 06:21:00 am, fasting:yes. A 117mg/dl, (B)(6)2015 06:39:00 am, fasting:no. Customers concern:97mg/dl, (B)(6)2015 11:52am.